Manufacturer narrative:
Date of birth: 1928. Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2011, the patient presented with silent ischemia and had a pathological cardio-CT examination with grade ii aortic valve stenosis (flap opening area 1.5cm) diagnosed by nuclear spin tomography. For further evaluation of the coronary heart disease and the aortic valve stenosis, the patient was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 75% stenosis and was 28mm long with a reference vessel diameter of 3.2mm. The physician treated the lesion with pre-dilation and placement of a 2.75x28mm taxus element stent, with 0% residual stenosis. Post index procedure, the patient had elevated troponin value and an mi was reported. No ischemic symptoms were observed and no action was taken to treat this event. The event was considered resolved and the patient was discharged on aspirin and clopidogrel.